Event description:
It was reported that the patient was experiencing discomfort at the pocket site of the implantable pulse generator (ipg) due to it sitting on a slight angle. The patient underwent a revision procedure where the physician readjusted the pocket. The patient was reported to be recovering from their surgical pain post operatively.